Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per the tandem user guide: "always ensure that the infusion set is disconnected from your body before changing the cartridge or filling the tubing. Failure to disconnect your infusion set from your body before changing the cartridge or filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events." H3 other text : device not returned

Event description:
It was reported that the customer attempted to load a cartridge when the piston was in the "up" position while customer was still connected to the site. The customer's blood glucose decreased to 25 mg/dl. The cusotmer attempted to address the decreased bg by consuming carbohydrates and a glucagon injection. Ultimately, the customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and sugar water, as well as drinking juice. Treatment resolved the issue and there was no permanent damage. Customer was released for the hospital on 5/19/2025. Tandem technical support (tts) educated the customer to always disconnect at the site before removing or loading a cartridge onto the pump. Tts assisted the customer in completing the load process to full retract the piston and a cartridge was successfully loaded onto the pump and insulin delivery was resumed.